Event description:
The patient reported that there was an elective replacement indicator (eri) on a rechargeable implantable neurostimulator (ins). The patient reported that they were having a "weird" problem and asked if the ins would be leaking. The incision site felt like "a 9 volt battery on tongue", it was not stimulating the right leg and barely stimulation the let leg and had pain in the ribs. This started a little over a month ago, (B)(6) 2016. The patient mentioned that the patient lost their programmer and since the ins was depleted and needed to be replaced soon. Other relevant medical history includes rsd/causalgia-complex regional pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.